Event description:
I had my left hip replaced in 2003. About a year later, I noticed it squeaking and asked my surgeon about this, and he said the replacement was perfect. I then had my right hip replaced in 2004. I now have both hips squeaking that comes and goes. I am concerned about the longevity of my hip replacements.